Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion which is consistent with abrasion caused by friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Visual inspection did not find any clavicle crush damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise was noted on the right ventricular (rv) lead. A subclavian crush was suspected. The lead was explanted and replaced. The patient is in stable condition.